Manufacturer narrative:
H10: additional narrative: on (B)(6) 2019, customer reported the cns-6201a (pu-621ra sn: (B)(6)) did not alarm for a 4 run or more of pvc. Customer checked the alarm settings and arrhythmia settings and confirmed pvc to be turned on and alarm settings looked correct. Service requested troubleshooting/assistance service performed customer stated issue was resolved by turning on multiform. Customer did not wish to gather logs at the time since the problem was resolved. Investigation result the root cause is determined to be user error in incorrect settings. Issue was resolved by correcting settings to have multiform on. Based on the given information, this issue is not suspected to be caused by deficient cns or its design. Correction: d4. Serial # incorrectly listed on inital MDR report. Corrected on follow up f9. Approximate age of the device. Age of device incorrectly calculated based on incorrect serial #. Corrected on follow up 001 MDR report h4. Device manufacture date: date incorrectly calculated listed, based on incorrect serial #. Corrected on follow up 001 MDR report

Event description:
The customer reported that the central nurse's station (cns) application was connected to a transmitter and did not alarm for a four run of premature ventricular contraction (pvc) when it should have. No patient harm or injury were reported.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) application was connected to a transmitter and did not alarm for a four run of premature ventricular contraction (pvc) when it should have. No patient harm or injury were reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. The following fields do not contain information, as attempts to obtain information were made, but not provided. Concomitant medical product - model/serial for the transmitter was requested but not provided.

Event description:
The customer reported that the central nurse's station (cns) application was connected to a transmitter and did not alarm for a four run of premature ventricular contraction (pvc) when it should have. No patient harm or injury were reported.